Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during a rotator cuff repair procedure, as the surgeon went to pass the suture on the second medial row, the anchor would not pass. The scorpion was inspected and the surgeon noticed the tip had broken off. The surgeon was not able to find the piece after a visual inspection. An x-ray taken after the procedure and located the broke piece in the tissue. The piece remains in the patient.